Manufacturer narrative:
The device was returned for analysis. The unknown failure mode was confirmed as a link break. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date of event. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The proglide device was received at abbott vascular with no reported information. Preliminary analysis of the returned device noted blood in and on the device and a suture break. A device in this condition would not have achieved hemostasis. The facility was contacted and could provide no information on the device.